Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, a photo sample was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport MRI isp. One year after implantation, on (B)(6) 2026, the patient was reported with discomfort during an infusion. On (B)(6) 2026, examination and imaging confirmed a fracture in the port catheter. No patient injury was reported.